Event description:
The device was received by the returns laboratory without explant paperwork. The reason for the explant is unknown. No adverse patient effects were reported.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited oversensing and impedance measurements greater than 2500 ohms for an unknown reason. The device was reprogrammed to vvi 70. The boston scientific sales representative is attempting to obtain additional information. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed. The observation was confirmed by indications in memory. The atrial chamber over sensing and varying lead impedances are not the result of a device malfunction. The device meets specification. The reason for explant is unknown.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Manufacturer narrative:
The product has been received and is currently being analyzed. When testing is complete this report will be updated.

Event description:
The boston scientific sales representative discussed the situation with the clinic and found that there has not been a surgical intervention scheduled for this patient and the device remains programmed to vvir 70. There has been no adverse patient effects.